Event description:
It was reported that on multiple occasions suctioning problems were experienced with four (4), size 4 lpc, low pressure cuffed tracheostomy tubes. The reported problems were encountered during attempts to suction the inner cannulae with a 14fr. Suction catheter. Reporter has been advised to refer to applicable clinical guidelines to select the correct size suction catheter to accommodate the inner diameter dimensions of the lpc device. Pt's physician has since switched the pt to a size 12 fr. Suction catheter. There was one (1) pt involved with no reported pt injury or compromise. The 4 lpc devices are to be returned to the MFR for identification, analysis and investigation. As of the date of this submission, the devices have not been received by the MFR.